Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in a bronch thoracic spine case the site took their 2d images but found that they arrived on the mobile view station (mvs) in a flipped orientation. Site confirmed patient orientation was set correctly on pendant before scans and that none had interacted with the mobile view station (mvs) causing it to flip. Site was able to adjust images after. This issue occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved.